Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for morbid obesity, while on the stomach, after loading the stapler the surgeon pressed the green button, but could not fire because the stapler stopped. It was stated that the handle was not able to squeeze. The stapler has been replaced by another one to complete the case. There was no patient injury.